Manufacturer narrative:
Date sent to the FDA: 10/16/2020. Corrected h-3 summary: one open overwrap and two needles of product code epm8733, lot pkh972 were received for analysis. The product code is double armed. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined and no suture remnant was noted. The suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached as on what caused the problem of pulling off suture needle.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tetralogy of fallot procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 10/16/2020. Additional information: d10, h6: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h-3 summary: one open overwrap and two needles of product code epm8733, lot pkh972 were received for analysis. The product code is double armed. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined and no suture remnant was noted. The suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached as on what caused the firing mechanism to fail as no cartridge was returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.